Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, when the ra lead was connected, loss of capture, pacing, and sensing were observed on both the ra and rv leads. The leads were not used. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.